Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the full lead was returned and analyzed. There were no anomalies found; however, there was blood in/on helix/lobe mechanism noted.

Event description:
It was reported that during the implant procedure, the lead was implanted successfully with good values. However, after placing the rest of the leads involved in the implant procedure and connecting to the device; this lead showed detection below 1mv and impedance greater than 200. Subsequently, the device was not implanted. No patient complications have been reported as a result of this event.